Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to device not powering on. A functional test was performed and failed due to device not powering on. The log was not downloaded due to device not powering on. The receiver case was opened, and an internal visual inspection was performed and failed due to burned components. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.